Manufacturer narrative:
Corrected data: upon further review it was noted that replacement lens was zct300 14.0 d. This was inadvertently provided in the initial MDR. Hence, being provided in this supplemental MDR. Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. The search revealed that no other complaints have been received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight, ethnicity: unknown, information not provided. Date of event: unknown, not provided, but the best estimate date is during (B)(6) 2020- (B)(6) 2020. Telephone: (B)(6). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens was explanted from patient right eye due to residual refraction post cataract surgery and decreased uncorrected visual acuity. No patient injury reported. No further information received.